Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event is unknown. (B)(6) 2016 was reported as the date of event but is unknown if this is the date the patient¿s pain symptoms began or if this was the date the patient returned to the surgeon and the nail breakage and nonunion were discovered. The exact date the nail broke is unknown but occurred approximately five (5) months after initial implantation. Reporting facility phone number is (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: nov 28, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a broken nail, patient pain and nonunion. The patient was initially implanted with the reported nail and two 4.9mm locking bolts on (B)(6) 2016. On approximately (B)(6) 2016, the patient returned to the surgeon reporting severe pain. Examination revealed the nail was broken at the distal locking hole and there was nonunion of the fracture. The patient denied any trauma which might have resulted in the device breakage. The devices were explanted and the revision surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the product was received by the manufacturer, it was noted that the previously reported concomitant locking bolt (part 259.500, lot 3486153) was bent. Updated concomitant devices: 4.9mm locking bolt 38mm (part 259.380, lot 3486141, quantity 1) this is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation for the returned concomitant device was completed: the bolt is in good condition, based on this and that this bolt do not had an influence to the breakage of the nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The nail is broken on two regions. One breakage completely apart in the region of the second ø5 hole distally. The other breakage occurred in the middle region of the nail. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that the used raw material fulfilled the specifications. Based on this the complaint the broken nail is confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.